Event description:
Boston scientific received information that during implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) displayed high out-of-range (oor) pacing lead impedance measurement for left ventricular (lv) lead. However, impedance measurement was at 1200 ohms when the lead was tested to pacing system analyzer (psa). When connection test was performed, the impedance went to normal range as well as the lv sensing and threshold measurement. Additional information received that cause of oor impedance was not determined. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.